Manufacturer narrative:
Additional information: the inserter was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history record review (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the trailing haptic detached from lens after insertion into the right eye. The incision was enlarged to remove the lens and a backup lens was successfully implanted. In the physician¿s opinion, the most likely cause of the lens damage is a defective lens. The patient¿s current prognosis is stable with normal follow up care.